Event description:
Repair request initiated for device with a report of a tool stuck in the attachment. No patient impact reported. On evaluation, it was noted that th tool had fractured near the distal end. No additional information was available on follow-up.

Manufacturer narrative:
Comments: malfunction was confirmed on evaluation. It was noted that the fracture was consistent with excessive bending force applied to the tool while cutting. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff".